Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration dates for the composix kugel device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incisional hernia at (B)(6). A s reported, the patient's hernia was repaired with a bard/davol composix kugel, reference number 0010201, lot number hurb5166. It is alleged that several years later on (B)(6) 2017, the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which failed and was infected, and perform a bowel resection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2007, patient was diagnosed with right lower quadrant incisional hernia and underwent open hernia repair with composix kugel hernia patch. Per operative notes, "an obvious hernia was evident and composix kugel patch was placed and sutured". On (B)(6) 2014 to (B)(6) 2016: patient frequently underwent colonoscopy (colorectal) repair. On (B)(6) 2017: patient was diagnosed with mesh infection, fistula and underwent exploratory laparotomy for removal of the mesh. Per operative notes, "extensive adhesions were taken down and defined the small bowel which was adherent to the mesh. In order to remove the abdominal wall mesh, I fuily excised it. There was approximately a 1 cm hole in the small bowel where the small bowel was fistulizing through the mesh. The mesh had occupied by the chronic granulation tissue". Attorney alleges that the patient had abscess, adhesions, bowel removal, fistula, infection, mesh shrinkage, seroma and pain. It is also alleged that the patient underwent subsequent surgeries on (B)(6) 2018 for abdominal wall exploration with drainage of an abscess and abdominal wall exploration with fistula drain insertion on (B)(6) 2018. Attorney alleges that the patient required IV antibiotics, wound dressing changes and wound vac placement.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is being sent to provide the correct manufacture and expiration dates for the composix kugel device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information received, no conclusions can be made. Per the medical records review, post implant of composix kugel hernia patch, patient was diagnosed with the adhesions, mesh infection, fistula, granuloma, and bowel perforation thereby underwent mesh explant. Per the op-notes, "there was 1 cm hole in the small bowel, where the small bowel was fistulizing through the mesh". The instructions-for-use supplied with the device identify adhesions and fistula as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incisional hernia at (B)(6). As reported, the patient's hernia was repaired with a bard/davol composix kugel, reference number 0010201, lot number hurb5166. It is alleged that several years later on (B)(6) 2017, the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which failed and was infected, and perform a bowel resection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.